Event description:
It was reported that the programmer continued to display an error code and that it was unable to be cleared by cycling the power. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer generated an error but did verify it through running "getlogs" and "getpatient" and therefore the media processing unit was replaced. Analysis also found that the system fan was noisy and it was also replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.